Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: after the second firing of the device there was a mangled staple on the cartridge. The surgeon continued to use the device and reload with additional gst60g cartridges to complete the procedure with no patient consequence.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after firing the gst black reload, the surgeon noticed that there was unformed staple remaining attached to the reload. There were no complications and the case was completed as planned. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one gst60t cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.